Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the left circumflex artery that was mildly calcified and heavily tortuous. After lesion pre-dilatation, the xience sierra device was attempted to be advanced but did not cross due to the patient¿s anatomy. During removal, resistance was met. There was no adverse patient effect or a clinically significant delay in the procedure. A drug coated balloon (dcb) was used to complete the procedure. No additional information was provided.